Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a hole in the catheter at the point where the blue lumen joins the rest of the catheter.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One device was received for investigation. The device was evaluated, and the reported condition was observed. The root cause was determined to be human error. It was identified that the hole was introduced at the punch lumen step for the pigtail. During this process the catheter was not placed in the correct position. Actions have been implemented to address this condition. We will continue to monitor related reports to determine if additional actions are necessary.